Manufacturer narrative:
As reported, the operator was performing a peripheral vascular intervention with a 12mm 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon for pre-dilation. The balloon could not be inflated. Upon retraction out, the balloon was dripping blood. The operator suspected that the balloon body might have been broken, which could explain the bleeding. There was no reported injury to the patient. The operator is experienced. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, protective balloon cover, or sterile packaging components. No kinks or damages were noted prior to insertion. The device maintained negative pressure during preparation. The intended procedure targeted the iliac vein, and the lesion was moderately calcified with 70% stenosis. There was no vessel tortuosity, and the device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 1:1. The same inflation device had not been used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The product was removed intact from the patient. The procedure was completed by changing to a new balloon. The device was returned for evaluation. A non-sterile ¿powerflexpro 12mm6cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed no damages to the unit. The balloon was not inflated, and no other outstanding details were noticed. Functional testing was performed by attaching an inflator/deflator device to the inflation port. During the balloon inflation test, positive pressure was applied to reach the rated burst pressure. However, inflating the balloon was not possible due to a leakage observed on the shaft near the proximal seal. The leaking area was inspected with a vision system, which provided a magnified image confirming the presence of a perforation on the shaft. The edges of the perforation did not show evidence of elongation or plastic deformation caused by material tensile overload from interaction with a sharp object. Instead, the material edges appeared melted. It seems that the damage was not caused by interaction with a sharp object but rather by overheating. Therefore, it is assumed that the device was exposed to heat exceeding the material¿s yield temperature strength, leading to the melting. The reported ¿balloon inflation difficulty unable to inflate¿ was not confirmed as no leakage, frayed condition or other damages were observed on the balloon material. However, subsequent findings of a ¿body/shaft leakage¿ was noted upon functional analysis as a perforation on the shaft where the proximal seal is located was observed. The exact cause of the observed condition could not be conclusive determined. Based on the information available for review, it appears the device was exposed to an extreme heat that exceeded the material yield temperature strength prior to the melting observed. Several factors are being considered, and further investigation is needed to determine a definitive root cause. According to the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ the root cause could not be conclusively determined; however, it appears to be related to the manufacturing process of the product. An investigation to address this issue has been initiated.

Event description:
As reported, the operator was performing a peripheral vascular intervention with a 12mm 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon for pre-dilation. The balloon could not be inflated. Upon retraction out, the balloon was dripping blood. The operator suspected that the balloon body might have been broken, which could explain the bleeding. There was no reported injury to the patient. The operator is experienced. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, protective balloon cover, or sterile packaging components. No kinks or damages were noted prior to insertion. The device maintained negative pressure during preparation. The intended procedure targeted the iliac vein, and the lesion was moderately calcified with 70% stenosis. There was no vessel tortuosity, and the device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 1:1. The same inflation device had not been used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There were no difficulties advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The product was removed intact from the patient. The procedure was completed by changing to a new balloon. The device will be returned for evaluation.